Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pocket erosion. The pacemaker was explanted and replaced. Patient was stable post procedure.